Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4). Batch: 5095579.

Event description:
It was reported that the patients lead had migrated. The patient underwent a lead replacement procedure and doing well post operatively. The explanted device was discarded at the facility.